Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported for leaks from this lot. All available information was investigated and a conclusive cause for the reported leak/air in this incident could not be determined. The reported air embolism appears to be related to procedural circumstances and due to the leak. The reported patient effect of emboli (air) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the steerable guide catheter and air embolism requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. Air was noted in the left ventricle which was treated with medication and aspiration. Although no leak was noted in the steerable guide catheter (sgc), it could not be confirmed the air did not enter the patient through the sgc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.